Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the returned taper has wear and damage on the connector that mates with the baseplate. The baseplate was not returned. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial anatomic alignment of the right shoulder reverse-type arthroplasty complicated by subsequent implant fracture and partial disassembly as noted with a linear metallic fragment. There is no evidence of implant loosening or abnormal radiolucency. There is slight malalignment as noted at the junction of the baseplate and glenosphere. No anatomic abnormality is noted. The presence of the linear metallic fragment and partial separation of the glenosphere and baseplate would require revision. The metallic fragment separation could result in the reported metallosis. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed by mmi review. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation approximately one (1) year and four (4) months ago. Subsequently, the patient was experiencing fluid collection in the shoulder and underwent a washout approximately two (2) months ago. During the washout, the surgeon noted metallosis, which was later confirmed with a culture test. There was also note of baseplate failure. The patient later underwent a revision approximately three (3) weeks ago to remove the implants. Medical images were provided and reviewed by a healthcare professional and identified disassociation of the baseplate, implant fracture, and osteopenic bone quality.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced fluid collection in the shoulder and underwent a washout approximately fourteen (14) months after initial implantation. The surgeon noted metallosis during the washout with a culture test. Medical images were provided and reviewed by a healthcare professional which identified disassociation of the baseplate, implant fracture, and osteopenic bone quality. A revision is planned to take place at an unknown date. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see the associated reports: 0001825034 - 2023 - 02427, 0001825034 - 2023 - 02428, 0001825034 - 2023 - 02429, 0001825034 - 2023 - 02430, 0001825034 - 2023 - 02431, 0001825034 - 2023 - 02432 and 0001825034 - 2023 - 02434 d10: concomitant medical products - part number (lot number): 113627 (65066704). 110032430 (64280179). 115310 (j7205639). 180554 (407570). 180552 (172930). 115396 (243340). 180559 (414730). Associated product information: 110031424 (65164121). 110031399 (65232426). E1: full establishment name - avant sports shoulder and elbow surgery clinic. G2: foreign - event occurred in singapore. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.